Manufacturer narrative:
Additional information: b5- "lens was exchanged with a same model/length lens on ((B)(6) 2021, due to refractive surprise. Thsi resolved the problem." Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated the lens was repositioned but the results were not good. The lens may be explanted/exchanged. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.50/+1.5/093, (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2020. The patient experienced a refractive surprise. The lens was repositioned on (B)(6) 2020 and the lens was stable. The lens remained implanted. The cause of the event was unknown.